Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial mesh removal and extensive abdominal wall debridement on (B)(6) 2019 during which the surgeon noted ¿portions of the mesh were exposed and removed. The wound and subcutaneous tissue were left open and a wound vac was applied.¿ it was reported that the patient underwent removal surgery, release of bowel obstruction, lysis of adhesions, abdominal wall debridement and repair of ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿he performed an extensive enterolysis and takedown of small bowel adherent to the infected mesh. He removed the infected mesh and performed further debridement of the abdominal wall until he was able to identify viable tissue.¿ it was reported that the patient experienced severe pain, cellulitis, infection, bowel obstruction, nausea, dense adhesions, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 07/16/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/25/2021.